Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and found to have its distal tip out of shape. Next, the device passed the testing for inspection of wire body and proximal end outer diameter. Also, the device passed the inspection for electrode height and electrode/heat shrink gap inspection. Finally, the rf wire passed the load test inspection, which noted the wire was working properly. Therefore, the reported allegation of failure to cross was not confirmed, but the reported allegation of kink wire was confirmed via visual inspection.

Event description:
It was reported that versacross rf wire selected for use. During procedure, penetration found to be difficult during transeptal puncture and repeated attempts, but it had resulted in kinked. Hence the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that the rf wire was protruding from the dilator prior to crossing. Versacross fix sheath was used with the wire. No difficulty patient anatomy was noted during case. There was no difficulty/resistance felt when tracking the wire up/dropping down on the septum. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During procedure, penetration found to be difficult during transeptal puncture and repeated attempts, but it had resulted in kinked. Hence the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During procedure, penetration found to be difficult during transeptal puncture and repeated attempts, but it had resulted in kinked. Hence the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that the rf wire was protruding from the dilator prior to crossing. Versacross fix sheath was used with the wire. No difficulty patient anatomy was noted during case. There was no difficulty/resistance felt when tracking the wire up/dropping down on the septum. No other issues were reported.